Event description:
On (B)(6) 2012, it was reported that the vns patient was seen by a cardiologist because they were having symptoms of a heart attack. The patient reported that everything turned out ok, but her pulse sitting down was 130bpm. It is unknown what is going on, but the patient has undergone heart and lung tests. Good faith attempts for further information from the physician have been unsuccessful.